Event description:
It was reported that after an ion endoluminal lung biopsy procedure, during cancer staging, the patient expired. The physician had backed off the ion system and had begun disease staging with a handheld bronchoscope when the patient coded and expired. There is no reported allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has made multiple attempts to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation found there were no related system errors during the procedure that would have likely caused or contributed to the reported complaint. A review of the event information was performed by an isi medical safety officer and the following was noted on (B)(6) 2023: a patient underwent an ion endoluminal lung biopsy procedure. The ion lung biopsy was completed and the physician proceeded to perform manual bronchoscopy for cancer staging. The patient coded and expired. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Multiple attempts to obtain further information was unsuccessful. Given the available data the ion biopsy was completed and the physician proceeded with manual bronchoscopy for cancer staging suggesting the code and death occurred after completion of the ion biopsy. However, there is insufficient information to determine if the ion biopsy may have contributed to the code and eventual death. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, during cancer staging with a handheld bronchoscope, the patient coded and expired.